Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. At the patient's one year follow up appointment, a transesophageal echocardiography (tee) imaging assessment found a layered, immobile device related thrombus with a maximum area of 0.3 cm2. No additional information is known at this time.